Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pericardial pneumonectomy, while closing the central pulmonary artery, the device did not fire. The stub of the vessel was retracted in the pericardium cavern, which was opened to provide access for the procedure and it was not possible to catch the stub for clamping. A tissue damage of open pulmonary vessel was observed as a result of this issue. There was a blood loss more than 500 cc. The patient had undergone blood transfusions of 4-5, reanimation and katecholamine as a surgical intervention. Surgical time was extended for more than 30 minutes. The surgeon reported that the staples were not shaped or open staples after opening the stapler and dissecting the vessel that caused massive bleeding on the pulmonary artery. The incision was extended more than 1 inch due to the device¿s issue. To resolve the issue, they had to find the stub of the artery to place a clamp. The patient died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.